Event description:
It was reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connector cable between the 5v power supply and the display adapter pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.